Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was due to the electrode belt ECG "a" dome j7 cable being broken, damaging wires in the cable. The root cause for broken cable was physical abuse. There was no adverse event that resulted from the damaged belt.